Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that when the caller went to charge the patient¿s implantable neurostimulator (ins), it went into the programs and ¿changed something¿. The caller also stated that the controller got bumped and the settings changed, and the patient wanted them back where they were. The patient was also having more pain in the groin and on the day prior to the report, the stimulation was too strong. The patient programmer (pp) showed that the stim was on and they were able to decrease the stim during the call, but the patient still had pain. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the issue was an ongoing problem. It was reported that the program was changed when the patient was charging the implant, causing pain. It was reported that the patient was working with a manufacturer representative to resolve the pain. No further complications are anticipated.